Event description:
Clinical report states that the patient was revised because of a fragment of loose cement causing locking, catching and pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy (B)(4) was unable to retest the retained cement sample. The lot was manufactured in (B)(4) 2006 (expiry date sep 2008) and therefore is more than 4 years old and has expired retention, in accordance with the quality retained sample procedure ((B)(4)). (B)(4). Review of the device history records found no related manufacturing deviations or related anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.